Event description:
Pt's family member called to report that pt was found unconscious in their home by another family member and that the pt was hospitalized on life support. Family member called again in 2002 to report that pt passed away the day after the event. Investigation is ongoing and additional info will be provided when available.